Event description:
Patient was undergoing a refill of his baclofen pump. Nursing notified physician that there was difficulty with withdrawing residual medication from the pump. The new medication was attached to the needle/tubing. The physician disconnected the syringe and reattached the syringe for withdrawing. The physician rotated the needle, aspirated and was able to withdraw 5.5 ml of clear fluid. The physician then attached the medication syringe and infused the 40 ml of baclofen for pump refill. On removing the needle and the sterile drape, the physician noted the skin over the pump to be tense and protruding. The physician sterilized the skin and inserted a needle through the skin into the fluid collection. The physician was able to remove 21 ml of clear fluid. The patient then began to act strangely. Vitals were checked and he was hypotensive at 70s/40s. The pump was stopped using the programmer. Patient was transported from the physical medicine clinic to the emergency department (ed), intubated and transferred to picu. Ventilator support was provided until the baclofen wore off and the patient was then extubated. Patient did have aspiration pneumonia status post vomiting during intubation in the ed. Patient has recovered, is at home, is being followed closely with weekly clinic follow-ups, and is almost back to baseline health status as far as extremity tightness associated with his underlying diagnosis. Baclofen pump being reprogrammed slowly with increased medication dose rate after weekly re-evaluation. Baclofen pump did not malfunction. Rather, it is postulated that during the actual refilling with baclofen, the bore of the needle partially slipped out off the reservoir, leading to baclofen going into the surrounding tissues and this inadvertent baclofen overdose.